Manufacturer narrative:
The customer¿s report of a tubing leak was not confirmed. No damage or anomalies were observed during visual inspection. Functional testing was performed; no issues were observed and the set ran without incident. The set was then pressure tested while submerged underwater; no leaks were observed. The root cause of a tubing leak was not identified.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an IV leaked with an unknown extension set. There was no patient harm reported.